Event description:
It was reported by the rep that the (1) 355sd was used during a laparoscopic cholecystectomy procedure. It was reported that the gasket on the top of the housing tore and a small portion of the gasket entered the abdominal cavity. The surgeon identified the piece and easily removed it. There was no harm to the pt. The 5mm trocar was leaking air and the surgeon needed a 10mm trocar at that puncture site, so a new trocr was used. The small piece is being returned with the device.